Event description:
The forceps did not generate current. Opened a second device and had the same problem. Gyrus technical support called for assistance. Rep said it was a batch problem with the hand held forceps. Gyrus foot control 5 mm forceps opened and had no problems.